Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right atrial (ra) lead was capturing the right ventricular (rv). There was complete loss of signal and no capture on the ra lead. A dislodgement was confirmed and the lead was revised. The lead remains in use. No patient complicationshave been reported as a result of this event.